Manufacturer narrative:
Investigation: the hexagon has usage traces and is workable. The contact surface has a planar imprint. The thread has burs at the beginning of the thread and a broken part and abrasion of the thread flanks. Batch history review: the device history file has been checked and found to be according to our specification valid at the time of production. Conclusion and root cause: based on the information available, as well as the result of our investigation, the root cause of the failure is most probably user related. Rational: the screws were, due to their wear traces, several times tightened and loosened which corresponds to our information from the surgery with different problems to manage the situation. There are no hints for the material or design failures. No CAPA is necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that due to the thread of sw151t being damaged and it did not connect to sw011t. Tape was used to connect to another c4 device without the screws and the procedure was completed. Components in use listed as concomitant devices are: sw003t / s4c set screw new version (2). Sw151t / s4c favoured angle screw 4.0x30mm. Sw011t / s4c 11mm l-shpd.lat.offset connector lt. All med watch submissions related to this related to this report are: 9610612-2017-00011, 9610612-2017-00012, 3005673311-2016-00210.